Event description:
Pt that received a intra-articular dose of synvisc in 2009, 4 days after the injection pt developed swelling and erythema in the lateral aspect of the knee, injection was made with a medial approach, pt also developed lower extremity edema and had pain and limping gait. Dose or amount: 2 ml, frequency: every week x 3, route: intra-articular. Dates of use: 2009. Diagnosis or reason for use: osteoarthritis. Event abated after use stopped: yes. Event reappeared after reintroduction: no.